Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen (B)(6) 2019. The patient¿s mother stated that the patient experienced redness, itching and irritation of the insertion site. On (B)(6) 2019 the patient¿s mother called a doctor who prescribed a 2.5% hydrocortisone cream. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.